Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure; transvaginal tape ¿ mid-urethral sling w cystoscopy for sui on (B)(6) 2009 and a mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, recurrence and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent excision of exposed vaginal mesh sling on (B)(6) 2010 along with vaginal flap reconstruction of the anterior vaginal wall and cystourethroscopy due to vaginal extrusion of previously placed synthetic sling. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted due to recurrent stress incontinence. It was reported that the patient underwent a cystoscopy, vaginal flap closure on (B)(6) 2009, due to erosion and exposure. It was reported that patient underwent cystoscopy on (B)(6) 2012, due to recurrent stress incontinence. No additional information was provided.